Event description:
Reportedly, the subject device and the associated leads were explanted due to pocket erosion.

Event description:
Reportedly, the subject device and the associated leads were explanted due to pocket erosion.